Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure got delayed during diagnosis coronary procedure. The field service engineer (fse) inspected the system onsite and confirmed that the reported issue. Upon functional testing, it was found that the power outage caused loss of power in power distribution unit (pdu). The fse switched off and on power circuit breaker and restarted. After which the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the generator did not start. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation of this complaint.